Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the fiber was connected and after 10 minutes of use, a loud noise was heard, and the fiber burned out. The fiber was replaced with a new one and the surgery proceeded normally. The procedure was completed using the second fiber without patient complications. Analysis of the returned device identified a fractured connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation as analysis identified a connector fracture. Analysis identified the fiber tip was degraded and there were burn marks on the fiber jacket. Laser fibers are consumable devices and expected to degrade with use. Analysis identified there was no light exiting the connector, indicating a connector fracture. There were burn marks on the connector. The following message was displayed: treatment used: 0 treatment left: 10. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, during use or during reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the noise the customer heard was the interaction between the fractured connector and console which eventually led to the burn marks observed on the connector face. The IFU states, to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.